Event description:
Case description: this case was linked to case 2025120000016, referring to the same literature article. This is an exemplary case about 1 of 26 patients. This literature report aimed to evaluate a structured injection technique targeting 5 supraperiosteal sites with cross-linked belotero intense and belotero balance products, seeking to improve the efficacy of lower eyelid bag (leb) correction by focusing on restructuring the eyelid¿cheek junction and reducing malar edema. This literature report from argentina concerns a patient. The patient was injected into a supraperiosteal plane, with a total of 0.02 ml of belotero balance, into the pearl rosary, for the correction of lower eyelid bags (off label use of device). She was treated with a 5-point injection technique. For the fifth injection point, belotero balance (reported as ha) was administered with a 0.5 ml becton, dickinson and company (reported as bd) syringe with a 30 g 8 mm needle, without using local or infiltrative anesthesia before. Procedures were performed on days 0 and 30. On day 30, a touch-up was performed, consisting of a maximum of 10% of the total initial volume. The patient received fractionated doses of belotero balance (reported as ha) during 2 visits, ranging from 1.25 to 1.5 ml per hemiface and up to a maximum of 3.0 ml as the final total dose, as needed. The fifth point, referred to as the pearl rosary, was treated with 0.02 ml of belotero balance along the tear trough and infraorbital rim, following the point-by-point technique, using the minimum dose recommended in the literature. The patient was concomitantly injected with belotero intense into four injection points using a 27 g needle. The first 2 injection points were placed 1 cm apart between the vertex of the zygomatic arch and the orbital rim, over the lateral portion of the sub-orbicularis oculi fat, with 0.05-0.1 ml injected at each. The third point was at the zygomatic process of the maxilla receiving 0.2-0.3 ml. The fourth point was just below the infraorbital fossa, with 0.5-0.15 ml injected. Points 1, 2, 4, and 5 were injected perpendicularly (90-degree angle), rather than parallel to the arterial course, to reduce the risk of intravascular injection. Point 3 was injected at a 45-degree angle, based on their clinical observation that this orientation offered improved support to the ligamentous plane, yielding greater projection and volume than a perpendicular approach. The first 4 points were injected with belotero intense, selected for its elasticity, plasticity, and projection. Point 5 was treated with belotero balance, chosen for its low elasticity and viscosity and higher cohesiveness, making it appropriate for area with variable skin thickness. After the treatment with belotero balance, the patient experienced persistent eyelid edema, ecchymoses, contusion, hematomas and did not report a satisfactory outcome. Edema was noted at day 60, and required enzymatic degradation with hyaluronidase. A total of 500 units of hyaluronidase was diluted with 3 ml of 0.9 % saline solution and 1 ml of 2 % lidocaine. The outcome of the events ecchymosis/contusion and hematomas was reported as resolved. The outcome of the event edema was unknown. In the opinion of the authors, the events ecchymosis/contusion and hematomas were of mild intensity. Belotero balance was selected for injection at the 5-point supraperiosteal sites due to its lower elasticity and viscosity but higher cohesiveness, which makes it particularly suitable for precise integration into thinner tissues of the lower eyelid region. This property allowed for controlled, uniform correction while minimizing the risk of complications such as contour irregularities or malar edema. The use of small, fractionated doses in anatomically guided points contributed to safe and predictable aesthetic outcomes, supporting the authors¿ choice of belotero balance as a complementary filler to belotero intense for effective management of lower eyelid bags.

Manufacturer narrative:
Assessment by merz: the events occurred in compatible local relationship. Injection site bruising (non-serious) and injection site hematoma (non-serious) occurred in compatible temporal relationship, whereas injection site oedema (serious) occurred approximately 30 days following injection, which is a long latency but possible. Injection site oedema (serious), injection site bruising (non-serious) and injection site hematoma (non-serious) are expected based on the current valid EU instructions for use (IFU) leaflet of belotero balance and can occur after treatment with belotero balance. Off label use of device is only coded for formal reasons. An injection into the lower eyelid bags is no approved indication for belotero balance in the EU. A possible confounding factor could be the concomitant injection with belotero intense. Nevertheless, a contributory role of the treatment with belotero balance cannot be excluded with certainty. In this case, the patient received comprehensive treatment with hyaluronidase with an unresolved outcome. Therefore, causality for the events is assessed as possibly related to the treatment with belotero balance. This case is considered as serious with the serious event injection site oedema because treatment was deemed necessary to prevent a permanent damage.